Event description:
A customer reported experiencing a temperature alarm while the pump was charging. There was no adverse impact to the customer's blood glucose level. The customer was informed not to use third-party charging supplies, understood the guidance, and was able to clear the alarm and continue with insulin use. Technical support planned to send replacement tandem charging supplies, and the customer was advised to monitor the situation and call back if the issue reoccurred.